Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside pump noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cracks and had a discoloration on the screen. The customer's blood glucose was 215 at the time of incident. The customer stated that the screen was not readable due to the cracks on the screen. The customer stated that the insulin pump was dropped. The insulin pump will be returned for analysis. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.